Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported stent break could not be determined. Factors contributing to a stent break include, but are not limited to, over expansion of the stent, interaction with accessory devices, inadvertent mishandling or anatomy characteristics. In this case, it is possible the device may have interacted with the calcified lesion during deployment or post dilation, resulting in the reported break (stent); however, based on the information provided and without the device to examine, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a calcified left circumflex artery lesion. A 2.75 x48 mm xience skypoint stent was implanted; however, a strut fracture was noted at the distal part of the stent. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.